Manufacturer narrative:
Based on the claim against the tip-up fenestrated grasper instrument by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa) and fa confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.185" x 0.251" was found to be broken off. The broken piece was not returned. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the tip-up fenestrated grasper instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip was broken on a tip-up fenestrated grasper instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) but was not able to obtain additional information.